Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al4657 number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. When using the suture, it breaks easily. The procedure was successfully completed. There were no adverse patient consequences reported.